Event description:
N/a.

Manufacturer narrative:
Updated fields : d8, d9, g6, h1, h2, h3, h6, h8, h11. The hakim valve (unknown ID) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device as noted on the IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a case of an 8-year-old child female patient who had shunt malfunction, drowsiness, vomiting and condition worsened during the use of chpv shunt (codman hakim programmable valve) medical device for gross hydrocephalus. The patient's medical history and concurrent condition was reported as: anaplastic ependymoma was admitted on (B)(6) 2025, with complaints of headache and vomiting. Imaging revealed gross hydrocephalus. Not reported: family history, past medication, concomitant medication, co-suspect medications and drug allergies. On (B)(6) 2025, the patient started using codman hakim ventriculoperitoneal (vp) shunt device. On an unknown date, postoperatively, her symptoms improved significantly, and she was discharged in stable condition on (B)(6) 2025. She subsequently presented to the outpatient department on (B)(6) 2025, with increased drowsiness and vomiting. The shunt pressure was reprogrammed. On an unspecified date, imaging confirmed persistent hydrocephalus with the ventricular end of the shunt appropriately positioned within the ventricle. Despite repeated reprogramming, her symptoms did not resolve satisfactorily. She was readmitted on (B)(6) 2025, with worsening drowsiness (condition worsened). Temporary improvement was noted following repeated aspiration of csf (cerebrospinal fluid) from the shunt reservoir. In view of suspected shunt malfunction, she underwent vp shunt revision on (B)(6) 2025. Intraoperative re-exploration revealed intermittent csf flow from the peritoneal end. A new low-pressure competitor vp shunt was inserted. Post-revision, her symptoms resolved, and she remained neurologically stable. She was discharged on (B)(6) 2025, in improved condition. The malfunctioning shunt was still insitu and have not been removed. At the time of the reporting, the outcome of the events vomiting, somnolence and condition worsened was resolved and shunt malfunction was unknown. A causal relationship between adverse events shunt malfunction, vomiting, and increased drowsiness, in relation to the device, cannot be ruled out.